Manufacturer narrative:
Product event summary: the 2af284 balloon catheter with lot number 13777 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for seven applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and temperature curve had no oscillation or overshoot. During inflation, a kinked guidewire lumen was observed inside the balloon segment and the push button was stuck at the front position. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.5 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle segment, the bellow was stuck on hypotube push button assembly. Excessive adhesive was observed on hypotube windows. Excessive adhesive may result in balloon inflation issues or pushbutton movement issues. In conclusion, the balloon catheter failed the returned product inspection due to a kink/twist on the guidewire lumen and the bellow stuck/glued on the hypotube/pushbutton assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced which did not resolved the issue. The console was replaced with the back-up console which resolved the issue. The replacement balloon catheter was used with the back-up console. The case was completed with cryo. No patient complications have been reported as a result of this event.